Event description:
It was reported that an asymptomatic patient presented in clinic after receiving an alert for post-paced t-wave oversensing. Programming changes were made. Patient was fine after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.